Event description:
It was reported a hole developed in the balloon assembly of an ensite array catheter during a ventricular tachycardia ablation procedure. The ensite array catheter was placed in the right ventricle for a vt ablation procedure with a cool flex ablation catheter and an inquiry diagnostic catheter. After approx four hrs into the procedure, contrast solution was no longer visible in the balloon assembly of the ensite array catheter through fluoroscopy. The physician removed the ensite array catheter and tested the catheter outside of the body where a hole was detected in the balloon assembly. There were no consequences to the pt.

Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed, a f/u report will be submitted. Pt is between (B)(6) yrs old.